Event description:
Ous MDR - after an implantation period of approx. 10 months, shock impedance values > 150 ohm were reported via home monitoring. The lead revision is scheduled within this month.

Manufacturer narrative:
(B)(6) 2018 - this lead was explanted and replaced sometime in (B)(6) 2018. The ICD was not returned for an analysis. The ICD analysis is therefore based on the returned device data as well as the manufacturing records. The returned ICD data was thoroughly analysed. The analysis did not reveal any indication of a device malfunction. However, the inspection of the lead impedance trends showed a fluctuating but continuous increase of the shock impedance from 80 ohms until 120 ohms with a singular value of greater than 150 ohms on (B)(6) 2018, confirming the clinical observation. The lead was returned for analysis. Upon receipt, the lead under complaint was found cut approx. 12.5 cm distal to the df4 connector pin. The proximal and the distal fragment without the lead tip was returned for analysis. In between an approx. 2 cm segment of the lead body was missing. Due to the fragmented state of the lead, the electrical analysis was limited to the dc resistances of the lead fragments. However, no peculiarities were found. The subsequent visual inspection of the lead demonstrated a deformation of the shock coil and cuts in the insulation which most likely occurred during the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for the ICD as well as the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.